Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient mentioned that she has a previous implant that was explanted because the device kept flipping. The patient said that she had lost weight which eventually led the implant flipping and it died because of the flipping. The patient had the device explanted in (B)(6) 2017. No further information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was implanted with a nuerostimulator (ins) for failed back surgery and spinal pain. It was reported that the patient was experiencing pain at the ins site. The patient had recently lost 100 pounds which may be contributing to the pain. A pocket revision was planned. No further complications were reported as a result of this event.